Manufacturer narrative:
The esu and footswitch were returned and thoroughly inspected/tested. The findings are as follows: esu the unit was found to be functioning as intended. The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no problems were found with the unit that would have caused or contributed to the event. Footswitch: the footswitch was returned disassembled. Per the customer, they intended to purchase a new footswitch, which is why it was not reassembled. The accessory was reassembled by the erbe technical support specialist. The footswitch upon being re-assembled worked properly even though its connector was bent. Nevertheless, to reenact the incident and shutdown, the esu was turned "off" while the footswitch was activated/depressed. The b-12, b-ff, and b-10 error codes were produced which matched the logged erroring at the time of the event. No equipment issues were found and no determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident. The esu and vio two pedal footswitch with remode and bracket (part number 20189-305, lot number wo204153) were used with a cook hot biopsy forcep in a colonoscopy. The unit's settings were forced coag mode, effect 2, 25 watts. The physician reported that when he removed his foot off the pedal, the system did not deactivate (i.e., output continued). Therefore, the esu was turned "off". When the unit was turned back "on", there was a warning about the pedal being depressed. The patient's mucosa was scorched and it was cauterized. No serious injury was reported.